Event description:
It was reported that during use on a (B)(6) cardiac arrest patient, the autopulse platform prompted the user, to pull up the lifeband upon power up. The medic fully extended the lifeband and pressed the start/continue button, however the lifeband would not retract. Therefore, the medic had to revert to manual CPR (exact length of time) was not provided. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.